Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis, mini stroke on (B)(6) 2020 with blood glucose of 647 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. The customer was treated with manual injection and insulin drip. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. .